Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed there was no programming or magnet response. Ts recommended device replacement. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.